Event description:
Reporter indicated that the pt requested vns therapy system explant due to numerous side effects, including a visit to hospital emergency room for an episode of status. Vascular surgeon indicated that the pt was seen by a new neurologist for chronic pain and that the new neurologist discontinued all of the patient's seizure medications. The new neurologist reportedly started the pt on medications for migraine headaches. Vascular surgeon reported that the pt presented to the ER with status epilepticus a few days after the seizure medications were discontinued. The pt has reported ataxia, dyspnea, hoarseness, insomnia, coughing, muscle twitching, nausea, pain, paresthesia, laryngeal spasms, vomiting, difficulty swallowing, dizziness, ear pain, flushing, heart rate/rhythm changes, irritablity, low-grade fever, muscle pain, neck pain, painful stimulation, device migration, sore/painful throat, stomach discomfort, tooth pain, weight change, worsening of asthma/bronchitis, worsening of cardiac abnormalities and tinnitus to their neurologist. The pt has also reported an increase in stress to their neurologist. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt reports that the vns therapy does not seem to have helped their seizure control. Neurologist indicated that the incision from implant surgery had healed nicely and that there were no signs of infection. The device reportedly appears intact and in the normal position. Neurologist indicated that he was not sure if all of the patient's symptoms were truly due to the device. The device was programmed to off and was explanted two months later. Neurologist indicated that the pt had frequent medical complaints prior to vns implant. Additionally, neurologist indicated that there was no apparent ataxia, the patient's breathing problems were related to their asthma, there was no evidence that the pt was suffering from insomnia, the pt experienced increased coughing with magnet activation only, the pt experienced nausea at the time that stimulation was first initiated, there was no evidence of device migration, there was no evidence of heart rate/rhythm changes, the pt experienced irritability prior to vns implant, there was no evidence of low-grade fever, the pt experienced neck pain prior to vns implant, there was no evidence of irregular device stimulation, there was no significant weight change-the pt had gained 2 pounds since vns implant, there was no evidence of worsening of asthma/bronchitis or cardiac abnormalities.